Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "spark in battery case and device cracked." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed damage and corrosion to the battery compartment and battery contacts. During power-on testing, the device was unable to turn on via stock batteries. Internal inspection revealed no defects or damage. The reported failure was isolated to damage and corrosion to the battery compartment and battery contacts. The corrosion was likely due to chemical leakage from the battery. Initial reporter zip code exceeded the maximum allowable digits, zip code is as follows: (B)(6). A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.